Event description:
It was reported that during a device change-out procedure it was discovered that the patient's implantable cardioverter defibrillator (ICD) displayed an impedance reading of "none" regarding the right ventricular (rv) lead high-voltage superior vena cava (svc) defibrillation coil. The lead was connected to the new device which resulted in the same reading. It was determined that the lead must have failed at some at some time prior to the previous device change-out. Further information indicated a high impedance reading on the svc defibrillation coil. The lead was partially removed and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.